Event description:
It was reported that the patient came for a cadd unhook. The chemotherapy pump showed 4.6mls left to be infused and cadd pump was primed. There were approximately 100mls left. The rate of 20.8 milliliters per hour was programed correctly with a volume of 500 milliliters. The starting volume was 500 ml. A continuous infusion rate of 20.8 ml per hour had been programmed. Reservoir volume: pump stated there were 4.6ml left at time of disconnect (24 hours after hooking up) but 100ml left in bag. Given volume: pump stated 495.6ml (as 4.6ml left) but only about 400 ml was given. The amount of the medication remaining in cassette did not match the reservoir volume displayed on pump. They took about 3 hours at 33.3ml per hour. The amount remaining was 100ml. The length of infusion took 27 hours because of an increased rate at the end (33.3ml per hour). A closed system transfer device was used to fill the cassette. They had to increase patient's chemotherapy rate to complete by the time the clinic closed. The event occurred while in use with patient. No patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.